Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The bone cement was not revised on (B)(6) 2016; however, field action has been initiated to investigate sterilization of the device. (B)(4). Concomitant medical product - pn: 00596205110, ln: 63025994 nexgen articular surface. Pn: 00596405052, ln: 63453910 nexgen femoral component. Pn: 00598005702, ln: 63300032 nexgem tibial component.

Event description:
Patient underwent an irrigation and debridement procedure six days post-implantation of knee implant due to infection. Subsequently, patient underwent a second debridement and revision of the poly bearing eight days post-implantation. A revision of all components has been indicated due to infection; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Field action has been initiated to address a sterilization process issue. The batch (lot) number of the device involved in this event is within scope of the field action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.